Event description:
A nurse reported that during surgery, fluid went up the air line of the cassette. No impact to the patient or harm was reported. Additional information has been requested.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).